Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 00505800100, surgairtome two handpiece, device was being used during sagittal split osteotomy mandible (tooth removal) on (B)(6) 2020 when the device was reported as having "whipped and ran across gum while drilling tooth". The reporter stated that the patient was injured during the procedure. Further assessment questions were asked of the reporter; however, the reporter has not explained how the device "whipped" across the gum line. There was no report of striking another device or tooth. The procedure was reported as being completed with an alternate device. The device will not be returned for evaluation because the user does not know which device was used during the procedure. There was no report of medical intervention or hospitalization for the patient. The patient is reported as having the gum healed and is currently in good status. The concomitant device, 00509120100, medium bur was reported as having been used in the procedure. This report is being raised on the basis of injury due to patient receiving a cut across gum during procedure.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue showing a bleeding injury to the gum. The manufacturing documents from the device history record have not been reviewed because the serial number of the device is not available. A service history cannot be conducted because the serial number is not available. A two-year review of complaint history revealed there has been a total of 326 complaints, regarding (B)(4) , for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: warnings and precautions: this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Read and follow all warning and cautionary notices and instructions marked on the product and included in this manual. Prior to using the device, read and follow all warnings and precautionary notices and instructions marked on the product and included in this manual. This issue will continue to be monitored through the complaint system to assure patient safety.